Manufacturer narrative:
Batch review performed on 19 june 2018; lot 093130: (B)(4) items manufactured and released on 11 december 2008. Expiration date:2013-10-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox forte ceramic ball head 12/14 ø 28 size l +3.5 (USA) reference 38.39.7175.265.00 (k073337); lot 083366: (B)(4) items manufactured and released on 19 november 2008. Expiration date: 2013-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 9 years after primary the patient was revised for generic hip pain. The surgeon swapped successfully the head and the liner.